Manufacturer narrative:
Investigation summary: bd received a photo for investigation. The customer provided an image showing an example of an acquisition device; however, the reported defect is not visible in the photo. Retained samples could not be tested because the batch number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the connection between an unspecified holder and the tube was loose, resulting in a loss of suction. This occurred with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the connection between an unspecified holder and the tube was loose, resulting in a loss of suction. This occurred with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.